Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 500 mg/dl and 396 mg/dl. The customer called in for assistance in setting bolus quantity as she had high blood glucose level. The customer reported that she will bolus herself for high blood glucose level. The insulin pump will not be returned for analysis.